Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). The serial number did not match the breathing circuit in questions. Therefore, the UDI and manufacturing date could not be provided yet.

Event description:
Hamilton medical ag received the following event description: "the client reported that four boxes of part number 260127 malfunctioned. They tested several boxes on four ventilators, and all four ventilators experienced errors. All four ventilators suddenly developed obstructed exhalation problems. Tests performed at the sem (emergency medical service) workshop indicated the problem lay with the valve diaphragm. Despite removing and repositioning it correctly, the ventilators still did not function properly. In fact, during one incident involving a patient, they had to remove the diaphragm to allow the ventilator to begin cycling; it was the only way. This occurred during a routine patient transfer, involving patients who had previously been transported with these tubes. There were no adverse consequences for the patients, but the service users were understandably very nervous and anxious. The patient was ventilated as best as possible." The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.